Event description:
It was reported via trial that during a right internal carotid artery stenting procedure, due to the patient's anatomy, the rx accunet low profile flexible recovery catheter was unable to advance to recover the embolic protection device (epd). The rx accunet shapeable tip recovery catheter recovered the epd without difficulty. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possible causes for difficulty advancing the recovery catheter, including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. It appears that the patient anatomy contributed to the reported difficulty. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this report. A conclusive cause for the reported difficulty advancing the recovery catheter could not be determined. However, there is no indication of a product quality deficiency.